Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component catalog # unknown lot # unknown. Unknown tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. Multiple MDR reports were filled for this event: 0001822565-2020-01699, 0001822565-2020-01700. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is periprosthetic fracture located just distal to the distal tip of the tibial stem. The positioning of the distal tibial stem is not appropriate in which the stem is oriented towards the lateral cortex/endosteum of the tibia. It is uncertain if this is related to surgical technique and therefore contributed towards the fracture or if the fracture reposition the hardware to its appearance on the provided image. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to fall causing tibia and femur to fracture. It was further reported after the patient's fall, the patient experienced pain and difficulty ambulating requiring use of a cane. Medical records indicate that during the revision procedure the surgeon noted progressive osteoarthritis, aseptic loosening and extensive periprosthetic osteolysis. Attempt for further information has been made, but no further information has been provided.